Event description:
During a total hip arthroplasty, a drill bit used to drill for the use of bone screws, broke off into the acetabulum. The surgeon determined that retrieval of the drill tip would be detrimental to both the quality of the prepared acetabulum, as well as patient health. The surgery proceeded without incident.

Manufacturer narrative:
Investigation: a review of the device history record for the 3.3mm drill driver collet, sc2866-35 was not able to be performed because the lot number of the device in question was not known. If that information becomes available, this analysis will be amended. A review of purchase order information shows that a total of 25 pieces have been purchased. Twelve pieces are currently is inventory and 13 pieces have been distributed. Conclusion: no conclusions can be made, the item in question is an instrument and not an implantable medical device. It is unknown how many times this drill has been used. Multiple use items such as drill bits can have limited life due to wear. The surgeon determined that retrieval of the drill tip would be detrimental to both the quality of the prepared acetabulum as well as patient health. The surgery proceeded without incident.